Event description:
The patient reported experiencing a severe hyperglycemic episode with a blood glucose level of 455 mg/dl, which required emergency medical attention and hospitalization on (B)(6) 2026. The pod had been worn on their arm for between 24 and 36 hours. The patient¿s symptoms included feeling weak and fatigued. While wearing an active omnipod, their glucose levels remained dangerously high despite the device being applied to the pod infusion site. Hospital staff removed the pod during admission. The pod site was described as red with swelling. The patient was diagnosed with hyperglycemia, and the patient was treated with intravenous fluids and insulin injections. The patient was discharged on (B)(6) 2026 and was scheduled to meet with their endocrinologist the following day to apply a new pod. The pod involved in the event was disposed of at the hospital.

Manufacturer narrative:
According to the complainant the device will not be available for investigation because it was discarded. We are unable to determine if any product condition could have contributed to the reported event. No lot release records were reviewed, as the product lot number was not provided. Locked down smartphone: phone_control_ios. Omnipod software app version: 2.1.0. Operating system: 26.4. Hardware: iphone17.2. Cgm sensor type: data not available. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.